Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device has been replaced.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening curved on anterior and weight to the spec. A visual and microscopic analysis was performed which identified, striated opening on anterior. Based on the device analysis, the final assessment is: a striated opening on anterior assessed, as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device has been replaced.